Event description:
It was reported that during a ptca procedure, of the left anterior descending and the diagonal, a double wire technique was performed. After guide wires and balloon catheter were removed, an add'l contrast injection demonstrated that add'l work need to be done. As the guide wire was re-advanced, it was observed that it had frayed. The guide wire was not used again. Reportedly, there was no pt injury. This event is being reported based on the investigative analysis.